Event description:
The customer reported that the unit is assigning images to the wrong pt's info. They were able to eventually get the images assigned to the correct pt.

Manufacturer narrative:
Carestream reviewed all the unit's software logs. The software logs showed that there was a pt selection made in each case. In no case was the cause associated with the drx-revolution software mis-assigning the image (for example through electrical interference or other cause). The images went to the location selected from the touch screen. Root cause was determined to be inadvertent pt selection by the operator of the mobile x-ray unit. The drx-revolution mobile x-ray system has failure modes associated with inadvertent operator selections on it's two touch screens (main screen on the cart and sub-screen on the tube head). Carestream health will update the applications consultant training to have them remind the users that the touch screen responds to any touch whether intended or not. Add the following statement to the user guide: note: carestream products utilize touch screen capable monitors and as such, any interaction with the monitors, intentional or unintentional, will induce an action on the screen. Issue a software update, which will eliminate the known factors causing the console and tube head screens to be out of synch. Also, if the screens are out of synch, the unit will not accept an input from the tube head screen.